Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial lead exhibited an elevated threshold, which resulted intermittent loss of capture. Programming changes were made. The patient was in stable condition.